Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. A visual examination revealed that the liner was fully expanded and the distal tip was opened but torn. The torn distal tip had separated, and some material was missing and not recovered. Stretching of the hdpe material was noted at the tip, along with a visible slant score line. Due to the nature of the complaint (sheath distal tip torn), no applicable functional or dimensional testing was able to be performed. Imagery was provided and revealed that the distal tip was open but torn with the tip missing as well as tortuosity and calcification present in the patients access vessels. The complaints for sheath distal tip torn and system components separate during use were confirmed based on provided imagery and device evaluation. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient or procedural factors such as challenging anatomy or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from portugal, it was a case of an implant of a 23mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. No problems were found during insertion of the sheath or commander, and the valve was deployed successfully. However, after removal of devices, it was found that the distal part of the sheath was torn and missing. The team attempted to find the missing piece on fluoro but it was not possible. The patient had no consequences.